Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator presented to the clinic for a device check. Upon review, episodes of right ventricular noise and oversensing were observed resulting in inappropriate anti-tachycardia pacing episodes. Reprogramming was performed and isometrics testing was attempted, which could not reproduce anything. It was noted the patient had a pinched nerve so could not move much during the testing. The patient stated they had fallen a couple months ago. Boston scientific technical services discussed options with the health care professional. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator presented to the clinic for a device check. Upon review, episodes of inappropriate anti-tachycardia pacing and ventricular tachycardia were observed, due to right ventricular noise and oversensing. Reprogramming was performed and isometrics testing was attempted, which could not reproduce anything. It was noted the patient had a pinched nerve so could not move much during the testing. The patient stated they had fallen a couple months ago. Boston scientific technical services discussed options with the health care professional. The device remains in service. No adverse patient effects were reported.